Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient ((B)(6)) treated with xarelto and sotalol underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation of the left atrial appendage (laa) and pericardial effusion were noticed as the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by transthoracic echocardiogram (tte). Pericardiocentesis was performed to remove 1.4 liters of fluid from the pericardial space. Patient¿s outcome is fully recovered, the patient was released within 48 hours. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to perforate the right superior side of the laa and that it was patient condition related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the case as the patient has a patent foramen oval (pfo). There was no evidence of steam pop during the ablation. The issue most likely occurred in mapping phase but was noted post ablation. The flow was set between 15-30 ml/min. The force visualization features used during the case included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm for 3s and 25% fot 3g. No additional filers were used with the visitag module. The color option used prospectively were average and force. The biosense webster, inc. Product analysis lab received the device for evaluation on august 27, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.

Manufacturer narrative:
Investigation summary: it was reported that a male patient (95kg) treated with xarelto and sotalol underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation of the left atrial appendage (laa) and pericardial effusion were noticed as the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by transthoracic echocardiogram (tte). Pericardiocentesis was performed to remove 1.4 liters of fluid from the pericardial space. Patient¿s outcome is fully recovered, the patient was released within 48 hours. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed for the finished device 30213251m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # : (B)(4).